Event description:
It was reported that a patient was having hip pain that started a couple weeks ago, and she was not sure if it was caused by the implantable neurostimulator (ins). The patient stated that if it was the device causing the pain, she wanted it out because her ¿butt hurt¿ and it felt like ¿a knife stabbing me and it will go all the way through me.¿ the patient reported no accidents or falls. It was reported that the patient turned on the ins last night and when it was on the pain increased, and she had to keep the ins of help relieve the pain. It was stated that when the patient charged it was not holding a charge and when she did charge her hip would start hurting her. It was stated that the last 2 charges when the device was turned on ¿it wouldn¿t last long so I rarely use it.¿ the patient also noted that ¿because I gotten to where I was pretty good, wasn¿t having much trouble down my leg or anything¿ and ¿I can¿t do anything about the metal down my back it makes it hard for me to stand and walk but I wasn¿t having leg pain or rear end pain...yah now I¿m having that.¿ the patient noted that she was a cancer patient. It was further noted that the patient recently had a shot for ¿berscitis¿ but she was still having pain. The patient stated that she did not currently have a following healthcare professional.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).